Event description:
Fatigue, brain fog, memory loss, dry skin, dry eyes and mouth, weight problems, frequent urination, allergy since (B)(6) 2013, pulmonary embolism, chronic insomnia, anxiety, symptoms of fibromyalgia, fever, cold and discolored lymph in breast area, neck area head area, all the body (red), headaches, migraines, lot of sudden inflammation. Dr. (B)(6).